Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump for longer than 15 minutes at a time. No additional patient or event information was available. A root cause could not be determined. At the time of the call with tandem technical support, connection had regained. A replacement transmitter was sent to the customer.